Event description:
It was reported that a patient presented in clinic during a follow up showing a sudden increase in pacing lead impedance. The increase in impedance was within range and stable. It was noted that the patients thresholds had also increased. Patient elected to have the lead extracted. Patient is well.